Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported to the biomedical department that self- test error displayed on the external pulse generator. The biomedical department could not reproduce the error. No patient complications have been reported as a result of this event.